Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was a pin broke on 1 side of the power ports so the patient caregiver exchanged the controller for the back up. The patient was stable pre and post exchange.

Manufacturer narrative:
Corrected controller serial number from (B)(4). Serial number (B)(4) was entered by error. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of broken pin on the power port was confirmed via visual inspection. Analysis revealed that the device failed visual inspection due to a loose power port one, broken pins on power port two and the serial port cap was missing. The most likely root cause of the reported broken pin can be attributed to a forced connection. The most likely root cause of the missing serial port data cap can be attributed to a mishandling of the unit. The loose connector and missing serial port cap are not related to the reported event. The most likely root cause of the reported broken pin can be attributed to a forced connection. An internal investigation has been opened by the supplier to address loose connectors. Heartware has opened an internal investigation to evaluate bent pins in controllers and battery chargers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.